Manufacturer narrative:
Evaluation results: the balloon was visually inspected under 10x magnification and the balloon has burst. Visually the edges of the burst are ragged and there is inconsistent wall thickness in the area that burst. Visually there are no other defects detected. Water was introduced through all of the device lumens and the water flows from where it should. There is no way to determine how or where the balloon burst. These devices are visually and functionally tested 100% prior to packaging. There is no root cause investigation at this time as there is no way to determine how or where the ballon burst. No CAPA will be initiated at this time but we continue to monitor for trends on a monthyl basis.

Manufacturer narrative:
Device returned but evaluation has not yet been performed. A device history record (DHR) review was performed on 7/13/10, and this device passed all manufacturing and sterilization inspections with no nonconformances. The event was determined to be reportable following edwards standard procedures.

Event description:
It was reported that during a breast biopsy procedure, the probe was inserted into the patient and the first biopsy sample was retrieved. There was no sample retrieved with subsequent cuts. User changed to a new probe and procedure was completed successfully. There were no adverse consequences for the patient.

Event description:
As reported: balloon pressure at clamping started with 370 mmhg and after an hour decreased slowly but constantly to 310 mmhg. 2 cc were added every 10 minutes c.a. To maintain pressure until reaching the volume of 50 cc when rupture occurred. The procedure was at the end and there were not complications due to the rupture. The outcome of the patient is fine..